Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the distal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,and oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, rv pacing impedance measured 3104 ohms which has been slowly rising. Lifetime cumulative v sensing integrity counts up to 141; vt-ns episodes show evidence of high rate intervals.

Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.